Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the neck region. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil had a break at the distal end of the terminal pin.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements and loss of capture that lead to asystole. Surgical intervention was taken to revise this lead. During the revision it was noted that the helix would not extend. The lead was explanted and replaced. No additional adverse patient effects were reported.